Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) triggered by high rate non-sustained episodes and sensing integrity counter (sic). It was also noted that there was oversensing noise on rv lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) triggered by high rate non-sustained episodes and sensing integrity counter (sic). It was also noted that there was oversensing noise on rv lead. The lead remains in use. No patient complications have been reported as a result of this event.